Event description:
It was reported that the device exhibited a data trend error message that could not be displayed. The device was explanted for unk reason.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
The reported field event of a trending data anomaly was confirmed. Two instances of data corruption were found in the trending table. It is believed that the errors were due to exposure to emi. Trending was monitored when the device was tested on the bench and no anomalies were found.